Manufacturer narrative:
Review of the data log file confirmed the reported hardware error code failure.

Event description:
The consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.